Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the device has an alignment problem in the multi-loc screw holes and mainly for the most prior screw, the drill touch against the nail. This report is for an unknown nail. This report is 2 of 5 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for one unknown nail/unknown lot number. The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the device history record review and the investigation could not be completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.